Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed a clear substance or residue on the valve set's sides and inside pouch of the sample. Fourier transform infrared spectroscopy (ftir) testing was performed on a sample from a different lot with a similar visual issue, and revealed that the residue was consistent with a silicone polymer. The reported condition was confirmed as a cosmetic defect. Silicone oil is a part of the manufacturing process. The silicone oil used in the process is medical grade silicone. There is no risk to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix valve set had drops of fat inside the overpouch. This was observed prior to use. There was no patient involvement. No additional information is available.